Manufacturer narrative:
Since this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the malfunction would be likely to cause or contribute to a serious injury should it recur. As such, this event meets the definition of a reportable event per 21 cfr part 803. The extraction bolt fractured at the beginning of the thread. Fractured surface shows a torsion fracture. Probably to much force was applied. No manufacturing or production error was found.

Event description:
It was reported that after a dental abutment screw had fractured the implant was attempted to be rescued by using an extraction bolt. During this rescue attempt the extraction bolt had fractured. In consequence the implant is not restorable any longer. It will be removed or left unused in the patients jaw.